Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For the 3 reported events, the cover manifold assembly was replaced to resolve the reported issue.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced broken bag ports preventing manual ventilation. These reports were received from various sources. Of the 3 events, 2 did not involve patients, and 1 did involve a patient. There was no patient information available.